Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through strykeractive on a mako total hip replacement post "had mine replaced 17 months ago and still feel like a run over dog"